Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After crossing a guide wire, a 7.0 x 20, 75cm mustang balloon catheter was advanced for pre-dilation. However, during the second inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with different device. There were no patient complications reported.